Manufacturer narrative:
(B)(4). Date sent: 09/05/2025 b3: only event year known: 2025 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished # psee60a, with lot/batch # a97a4u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When they open the psee60a, it was reported that during an unknown procedure, it was observed that the shape of the jaw on the device was curved when they opened it. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch #435d76. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage. The manual override door was out of position and missing, and the override lever was up, indicating the knife was manually returned to home position. After the manual override system was used, the instrument was disabled and could not be used for any subsequent firings. The bailout system was reset and an attempt to fire the device was made; however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The jaws were noted in good condition. In addition, a tyvek returned along with the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described could not be confirmed as the jaws returned without detectable damage. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 435d76 number, and no non-conformances / manufacturing irregularities were identified.